Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connector was blocked. The generator has not been received into service. There was no patient involvement. It was further reported that the product was returned to service.

Manufacturer narrative:
Analysis confirmed the customer comment of a broken connector and the connectors were replaced as was the battery which was showing normal depletion. The device then passed all its tests with no visual or electrical anomalies, and conformed to specifications. If information is provided in the future, a supplemental report will be issued.